Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted, e3: occupation: radiology technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when pulling back on the angio-seal for the suture to self-tighten and the collagen exposed, the whole device came back with no suture exposed. It appeared to her to be missing the plug components. The patient had a hematoma, they held pressure to address the hematoma. The hematoma was discovered when the patient was leaving the cath lab. The patient procedure prior to the use of the angio-seal was an angiogram. Additional information was received on 02jun2025: a 6fr procedure sheath used. A pre-deployment angiogram was performed. The patient was stable. During the seal step, the action was to pull back on the device, at that moment the device came out and plug was still in the sheath. The setting of the anchor did not occur, making the device come out when pulling back. They held manual pressure for hemostasis. The size of the hematoma is unknown; however, treatment was limited to holding pressure only. The estimated blood loss was less than 250cc. Patient had hemostasis when leaving the cath lab. Outside of cath lab no additional treatment was necessary.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device nondeployment as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).